Manufacturer narrative:
An event regarding revision of a triathlon insert component during surgery for a patella fracture following a fall was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional and functional inspections were not performed as the product was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: although the event reported a revision following a fall, the specific reason for exchanging the device was not reported. Further information such as: return of reported devices; x-rays; operative reports as well as patient history and follow up notes are needed to complete the investigation to determine why the device was exchanged.

Event description:
Patient had directly fallen on total knee and had revision surgery to see what was causing pain. While in surgery, surgeon discovered a shaving of the patella had came off the prosthesis polyethylene patella button and was in tissue. She removed the shaving and patella prosthesis and put a new one on. She then followed with doing a poly exchange removing the poly that was initial implanted for a thicker one.

Event description:
Patient had directly fallen on total knee and had revision surgery to see what was causing pain. While in surgery, surgeon discovered a shaving of the patella had came off the prosthesis polyethylene patella button and was in tissue. She removed the shaving and patella prosthesis and put a new one on. She then followed with doing a poly exchange removing the poly that was initial implanted for a thicker one.

Manufacturer narrative:
An event regarding revision of a triathlon insert component during surgery for a patella fracture following a fall was reported. The event was not confirmed. Method & results: device evaluation and results: a material analysis report of the returned device concluded: explantation damage was observed on the surfaces of the insert. Burnishing and third body indentations were observed on an area of the articulating surface of the insert. These also are common damage modes on uhmwpe devices. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: not performed as medical records were not provided. Device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have been no other similar reported events for the lot referenced. Conclusions: although the event reported a revision following a fall, the specific reason for exchanging the device of this investigation was not reported. It should be noted, however, that it is common surgical practice to replace all knee bearing components as a precautionary measure at revision surgeries. Further information such as: pre- and post-operative x-rays; operative reports as well as patient history and follow up notes are needed to complete the investigation to determine why the device was exchanged. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had directly fallen on total knee and had revision surgery to see what was causing pain. While in surgery, surgeon discovered a shaving of the patella had came off the prosthesis polyethylene patella button and was in tissue. She removed the shaving and patella prosthesis and put a new one on. She then followed with doing a poly exchange removing the poly that was initial implanted for a thicker one.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.